Event description:
The customer reported a potential risk of administration of duplicate medication. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported a potential risk for administration of a duplicate medication. No pt harm was reported. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.